Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. Symptoms were not reported and final diagnosis was an unspecified infection that was not considered to be related to the pod. The patient was treated with an unspecified antibiotic for the infection. The patient was still hospitalised at the time of this report. The patient was able to wear the pod until it expired, after expiration the patient was administered insulin by a healthcare professional.